Event description:
It was reported that during a anterior cervical discectomy and fusion (acdf) procedure on c4-c5, c5-c6, at final tightening, the locking mechanism on the plate would not click over the screw, and plate would not seat. The surgeon removed 1 plate and 6 screws. Surgeon replaced plate 30 mm with a longer plate 32 mm. The surgeon also replaced 3 of 6 screws with longer screws, and reimplanted 3 of the shorter screws to complete the procedure with no further problem. The other 3 short screws were discarded.

Event description:
This report is 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received, one locking clip strongly deformed, one medium and the other four clips slightly deformed. All locking clips are more or less deformed, which indicates that in all holes a screw was inserted. Due to deformations the relevant dimensions of the locking mechanism can not be verified. The complained malfunction is indicative of usage of the strongly deformed clip, as this clip is completely inoperable in this condition. Based on the visible stress marks on the top and the bottom of the hole with this clip, that this deformation was possibly caused by a screw, which was inserted in an undue angle. Therefore this complaint is considered indeterminate from a manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Information received from the facility. (B)(4). New information was received (B)(4) 2013. Placeholder.